Event description:
The customer ran blood glucose tests on 2 contour next ez meters and received readings of 34 and 109mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meters were sent to the customer.